Event description:
It was reported that the implant at tooth site #30 was removed as it was fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). MFR report number 0002023141-2025-00737 was submitted on (B)(6) 2025 and it subsequently discovered that this was a duplicate submission, and event was already reported under MFR report number 0002023141-2025-00582 on (B)(6) 2025. Please disregard MFR report number 0002023141-2025-00737 submission.

Event description:
No further event information is available at the time of this report.